Manufacturer narrative:
The device was returned to the customer unrepaired and the customer was informed to remove the device from service.

Event description:
The customer contacted physio-control to report that their device does not complete the boot up process when they attempt to power it on. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio isolated the reported issue to the device's system pcb assembly. A replacement for this part is not available due to part obsolescence. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device does not complete the boot up process when they attempt to power it on. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.